Event description:
On 03/30/2022, it was reported by a sales representative via sems that a ar-8330h hand control overheated. This occurred on (B)(6) 2022 during a shoulder scope when the hand control overheated, and the console was reading "c31 hc error". A new hand control was used, and the case was completed with no patient effect reported.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Device has been altered (non-arthrex shp cable) by customer. Testing will therefore not be performed and is considered not confirmed. (Refer to photos)